Event description:
Patient reported that they turn the implantable neurostimulator (ins) on too high and their body was sizzling so they decided to turn off the ins but they were still feeling the stimulation. Agent walked patient through accessing mystim app and patient confirmed that the therapy was off. Agent had patient turn the therapy on and off but the patient still feel the stimulation on their leg. Agent redirected the patient to hcp (healthcare provider) for further assistance. Patient later clarifies "I'm really sorry. It was not stimulation I was having reaction to a med I was put in hospital for 2 days". "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".